Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, rv pacing lead impedance was observed. A patient notifier had been delivered in (B)(6) 2011 but the patient has been lost to follow-up for over two years. Loss of capture at maximum output was observed. The device was reprogrammed. The patient is in stable condition and will be monitored.